Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. Customer did not provide a lot number; therefore, expiration date and UDI cannot be provided. Initial reporter name not provided. Customer did not provide a lot number; therefore, date of manufacture cannot be provided. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as system check, calibration and quality control were not provided for review. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. Per the access sars-cov-2 igg assay instructions for use p/n c63090, in the intended use section it states: ¿the access sars-cov-2 igg assay is a paramagnetic particle, chemiluminescent immunoassay intended for the qualitative detection of igg antibodies to sars-cov-2 in human serum, serum separator tubes and plasma (edta, citrate and heparin) using the access immunoassay systems.¿ the sars-cov-2 igg assay currently do not have an intended use for vaccine response monitoring. The performance of the sars-cov-2 igg assays has not been established in individuals that have received a covid-19 vaccine. The clinical significance of a positive or negative antibody result following covid-19 vaccination has not been established, and the results from these assays should not be interpreted as an indication or degree of protection from infection after vaccination. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg, part number c58961, lot number not provided) were generated on the customer's access 2 (access 2 immunoassay analyzer, refurbished, part number 386220 and serial number (B)(4)) for one patient who had previously been vaccinated for covid. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. The customer reported the patient sample was tested on a competitor device (coviprotect sars-cov-2 spike antibody quantitative assay) and a result of 126 u/ml was obtained. Customer reported the patient had previously been vaccinated approximately 40 days prior to testing (2-dose vaccine series, vaccine manufacturer and dates of vaccine administration not provided). No hardware errors were reported in conjunction with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.